Event description:
It has been reported to philips that the system could not produce exposure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred when the system was not in clinical use. A philips remote service engineer (rse) checked with the user and the user reported that the device displayed a ¿button active. Release button to complete startup" error message. A philips field service engineer (fse) inspected the system onsite. The system logs were read and the reported issue was not observed. Troubleshooting determined that the system was up and fully functional, the reported issue could not be replicated. After onsite assessment and review of the system logs, the system was returned to use in good working order with no recurrence of the reported issue.